Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted due to pelvic organ prolapse and stress urinary incontinence. It is reported that the patient experienced pain, urinary/bowel problems, recurrence, bleeding, neuromuscular problems, erosion of her internal bodily tissue and other injuries following the procedure. It was reported, the patient has undergone multiple surgeries and revisionary procedures, and in (B)(6) 2013, the patient underwent mesh removal in whole or in part. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion code 67, 92: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.